Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6)2024, the patient reported that the infusion set tubing detached from connector. The infusion set was in use for 2 days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-30877- device 2 of 2.